Event description:
In this event a doctor reported that an estylus 1:5 handpiece reportedly overheated. There was no injury or intervention.

Manufacturer narrative:
The returned device was evaluated and the overheating issue was reproduced. Significant gear wear was observed. This issue was possibly caused by insufficient lubrication which resulted in excessive friction. The root cause was determined to be excessive use.